Event description:
It was reported that during a follow-up appointment, this patient became syncopal and lost consciousness when telemetry was established with this implantable pacemaker. This resulted in the patient falling and hitting their head on a wastepaper bin. The patient was subsequently transferred to the emergency department and was hospitalized. Upon the patient's arrival, this pacemaker was found to be operating in safety mode. It was determined that the syncopal episode was due to the switch to unipolar sensing which resulted in over-sensing, pacing inhibition, and prolonged asystole (20 seconds). While hospitalized, the patient experienced two more episodes of syncope due to similar asystole. The physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that during a follow-up appointment, this patient became syncopal and lost consciousness when telemetry was established with this implantable pacemaker. This resulted in the patient falling and hitting their head on a wastepaper bin. The patient was subsequently transferred to the emergency department and was hospitalized. Upon the patient's arrival, this pacemaker was found to be operating in safety mode. It was determined that the syncopal episode was due to the switch to unipolar sensing which resulted in over-sensing, pacing inhibition, and prolonged asystole (20 seconds). While hospitalized, the patient experienced two more episodes of syncope due to similar asystole. The physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This explanted pacemaker has been received for analysis.